Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell into water for approximately 20 minutes and the pump¿s battery was unresponsive. There was no reported adverse impact to the customer's blood glucose. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.